Event description:
Patient was scheduled for a left eye cataract extraction with intraocular lens implant. Two primary and two secondary lenses were verified by surgeon and staff for correct specification and within expiration date prior to case. Both primary lenses once opened to field presented with defects. These needed to be returned to the manufacturer. A third lens was brought from our storeroom and reviewed with surgeon. This lens did not have any defects and was able to be implanted. See implant form for specific implant information. Manufacturer response for intraocular lens, (brand not provided) (per site reporter). Provided RMA# to return the lens. Manufacturer response for intraocular lens, (brand not provided) (per site reporter). Provided RMA# to return the lens.